Event description:
It was reported by the customer that their insulin pump was alarming motor error. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 246 mg/dl at time of reporting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to verify alarm in the alarm history due to motor error alarm. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, cracked lcd window, and scratched reservoir tube window.